Event description:
Rptr uses baxter all-in-one containers with 3 lead transfer sets for tpn's. Rptr has had 4 bags leak that they know of. They seem to leak around the seam next to where the tubing is attached and don't necessarily leak until they are hung. It appears to rptr that the seam does not hold once the tpn is hung due to the weight of the solution. So far rptr has had this happen with two different lots and they are p123323 and p123190.